Manufacturer narrative:
The reported field event of unable to interrogate using radio frequency (rf) telemetry was confirmed. The cause of the communication anomaly was found to be a firmware anomaly. Interrogation of the device revealed the device was above elective replacement indicator (eri) level when received. The device's functionality was bench tested; inductive telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench and no anomaly was detected.

Event description:
It was reported that during the procedure, prior to implant, the device was unable to be interrogated using radio frequency (rf) telemetry. The device was not implanted and another device was implanted to resolve the event. The patient was in stable condition.